Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. In response to FDA report number: mw5089041. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event no contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: seroma-late

Event description:
Patient reported via regulatory agency (mw508904) "breast pain" "swelling," "lump in the right breast," "small lumps on the right side" "cysts growing in both breasts before removal". Patient additionally reported "chills, feeling cold and tired," "bad allergies, foggy thinking, having colds, upper respiratory infections, and poor immunity" "became allergic" to medications and opioids, "back pain" "ra, fibromyalgia, and "joint pain" "rheumatoid arthritis (ra) and fibromyalgia" "degenerative disc disease" "muscle pain in arms and legs" , "osteoporosis" "dupuytren's contracture" "muscle in her hands would get cysts" "felt as if there was implant material left inside her body" "both implants are still there" "pockets that could not be penetrated" "feel a lump on the left side and small lumps on the right side" "seromas abating both chest walls" "breast continued to grow"; these events are not related to the device. Device has been explanted. This record is for the right side.